Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision of the right hip acetabular cup approximately two years post-implantation due to pain. The femoral components were removed in order to access the acetabulum. All components were replaced. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Concomitant medical products: 300049080 ms-30a, stem, standard, cemented lot # 2805711, 00000003223 medullary plug with drain 3 lot # 2785818, 14320620 cocr head 32/ 0 'm' 12/14 lot # 2788114 reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.